Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The returned units were received in the original packaging tray and were found completely sealed. The seal area of each tray was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. Each unit had a posting note pointing the location where the foreign material was observed. 1st unit evaluation: the visual evaluation through the tray, where the posting note was pointing, identified a white fiber on the black nosecone overmold component. The tray was opened and was confirmed that the fiber was loose; not embedded. The fiber was observed under microscope and compared with the material of the paper band, which is used to secure the blue cable coiling. The visual comparison confirmed that the white fiber belonged to the material of the paper band. The reported condition of ¿foreign material¿ was confirmed. 2nd unit evaluation: the visual evaluation, where the posting note was pointing, did identify the reported condition of foreign material. However, the visual evaluation through the tray identified a white fiber on the blue cable of the nosecone. The tray was opened and was confirmed that the fiber was loose; not embedded. The fiber was observed under microscope and compared with the material of the paper band. The visual comparison confirmed that the white fiber belonged to the material of the paper band. The reported condition of ¿foreign material¿ was confirmed. The root cause of the ¿foreign material¿ in both returned units was identified as fibers from the paper band, which is used to secure the cable coiling. The packaging procedure establishes instructions to clean the nosecone with alcohol using a lint free wipe. Also, it establishes the following inspection criterion for foreign material: ¿sources of contamination may not exceed 0.10 mm2 on the tappi dirt estimation chart, visible 18 inches without magnification. The size of the foreign material exceeded this specification. It could happen that the fibers were in some location inside the packaging where the operator did not detect it or it was detached from the paper band after the packaging inspection of the lot. The root cause is related to the packaging process of the cusa nosecone. The paper band is part of the device and, therefore, these white fibers do not adversely affect the device¿s sterility or its functionality.

Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2018-00028.

Event description:
This is 2 of 2 reports. The distributor reported that during their inspection of incoming goods on (B)(6) 2018, two pieces of c6636 cusa excel 36khz cem nosecone were rejected because a foreign material was noted. There was no patient involvement.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. DHR review did not showed any event related to the reported condition. No manufacturing error was observed that could cause the reported event. No assignable causes that could be associated to the manufacturing and/or packaging process were determined based on the DHR review. Given that complaint unit was not returned for evaluation, the reported condition could not be confirmed and no further analysis is possible. The root cause for this event is undetermined at this moment.